Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited high capture threshold and low sensing due to lead dislodgement. The lead was capped and replaced. There were no problems for the patient.